Event description:
Information was received that the cadd legacy pump fails accuracy -6.7%. No reported adverse effects.

Event description:
Additional information received, no patient involvement occurred during testing.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "fails accuracy -6.7%". Visual inspection found the pump to be in good physical condition with a scratched screen. Inspection of the pump's event log revealed no evidence of reported problem. The customer's concern regarding failed accuracy was unable to be confirmed. The delivery accuracy tests found the pump to be within the published specification of +/-6%. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.